Manufacturer narrative:
Evaluation: arrow field service serviced the pump and could not reproduce the symptom. The front end board was replaced as a precaution. The part was returned and evaluated by a pump mfg. Engineer and iabp production technician; no problems were found. A DHR review was conducted without findings. The root cause could not be determined, & no specific conclusion could be drawn. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the ECG arterial pressure disappeared from the iab pump's screen. The iab pump was exchanged off the pt.